Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported that he stopped receiving stimulation. Additionally, it is unknown if the patient has charged or if the ipg has malfunctioned. No additional information is available at this time.